Manufacturer narrative:
Foreign body in patient. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), distributor via manufacturer representative regarding patient for unknown spinal therapy. It was reported that the blue sheath is torn of the cannula inside the patient while we are using the oak needle and tried to find it but no use, so it became foreign body. There were no further complications or symptoms were reported.